Manufacturer narrative:
A nurse of johannes diakonie mosbach care facility reported to arjo that a resident slipped out of the toilet sling that was used with maxi twin floor lift. At the final phase of transfer to the toilet, when the sling was placed over the toilet seat and remained in tension, both leg clips detached from the spreader bar attachment point. The incident occurred when the patient was left unattended. Following further communication with the customer, when hung over the seat, the patient attempted to pull himself up in the sling several times by grabbing the toilet hand holds, specially lowered for this purpose. The patient slipped partially out of the sling, leaning his legs against the shower area. There was no injury reported. After the event arjo representative visited the customer facility to perform the device inspection. Maxi twin lift and the sling were in overall good condition. The facility was trying to recreated the event. A caregiver was placed in a sling, sitting over the toilet and was simulating a resident movements: pushing on the toilet hands and moving in the sling. Clip remained intact. Then the caregiver decided to intentionally remove the leg clips. The caregiver succeeded but stated that ¿was is no easy job¿. The toilet sling instruction for use provides pictographic procedure regarding clip attachment process. The document guides, step by step, through a proper sling application and lift usage. According to the warnings in the IFU: ¿to avoid injury, make sure that the resident is not left unattended at any time.¿ ¿to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process.¿ to sum up, arjo floor lift and toilet sling were used as a system for patient transfer when resident slipped partially out of the sling. Both leg clips detached from the spreader bar attachment points and from that perspective the arjo system did not perform according to the intended purpose. We decided to report this complaint to the competent authorities due to the both leg clips detachment, which could led to patient fall.

Manufacturer narrative:
(B)(4). After the incident arjo qualified representative visited the customer to provide the device evaluation. Maxi twin lift and the sling were in overall good condition. Due to the allegation that the sling clips - spreader bar pins attachments were not stable enough, the pick-up of the maxi twin lift to the arjo repair center was arranged. Additional information will be provided in a follow-up report upon the investigation conclusion. (B)(6).

Event description:
It was reported to arjo representative that there was an incident with the involvement of maxi twin floor lift and toilet sling. The care facility nurse stated that the resident fell out of the sling. Following further communication with the customer, at the final phase of transfer to the toilet, when the sling was placed over the toilet and remained in tension, both leg clips detached from the spreader bar attachment point. The incident occurred when the patient was left unattended. As the consequence of the event the patient slipped partially out of the sling, leaning his legs against the shower area. However, it was confirmed that no fall nor injury was reported. It remains unknown why the clips detached from the lift.